Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in reverse when in forward mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported running in the wrong mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.